Manufacturer narrative:
Patient's date of birth was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 3 of 5. Reference MFR. Report# 1627487-2019-02307. Reference MFR. Report# 3006705815-2019-00588. Reference MFR. Report# 1627487-2019-02308. Reference MFR. Report# 1627487-2019-02310.

Event description:
Device 3 of 5: reference MFR. Report# 1627487-2019-02307. Reference MFR. Report# 3006705815-2019-00588. Reference MFR. Report# 1627487-2019-02308. Reference MFR. Report# 1627487-2019-02310.

Manufacturer narrative:
Date received by manufacturer was unintendedly listed incorrect in the supplemental report. It should read 02 april 2019 instead of 01 april 2019.

Event description:
Device 3 of 5: reference MFR. Report# 1627487-2019-02307. Reference MFR. Report# 3006705815-2019-00588. Reference MFR. Report# 1627487-2019-02308. Reference MFR. Report# 1627487-2019-02310.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Reference MFR. Report#s: 1627487-2019-02307, 3006705815-2019-00588, 1627487-2019-02308 , 1627487-2019-02310. It was reported the patient experienced an infection. As a result, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue.